Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to oversensing. Technical services (ts) was consulted, discussed troubleshooting options and recommended an x ray. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information was received, prior to the explant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The physician had turned therapy off and the patient was given a life vest. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to oversensing. Technical services (ts) was consulted, discussed troubleshooting options and recommended an x ray. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to oversensing. Technical services (ts) was consulted, discussed troubleshooting options and recommended an x ray. This s-ICD system remains in service. No additional adverse patient effects were reported.